Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel superficial femoral artery. A pcb 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.